Event description:
It was reported that the surgeon attempted to insert a three piece collamer lens and the leading haptic tore off as the lens was advancing in the injector. No patient contact. The reporter stated that their facility uses the amo silver series injection system and is aware that this is considered off label use.

Manufacturer narrative:
Based on the complaint history, the most likely root cause of this event was the off label use of a competitor's injection system with this lens.